Event description:
The customer reported that the system would display a communication error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the gpos single board computer and loaded new software and the calibration files. The system was tested and found to be working as intended and put back in service.